Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of pain, edema and rupture was reviewed on 31-july-2020. Visual analysis of the photographs identified device patch with lot (or catalog) number: lot number: 1732867 and catalog number: trf325 black particle material on the shell device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "pain," 'touch pain" " triple volume," "swelling " left breast still bigger than the right one" and "bad result on blood tests". Healthcare professional (pharmacist) reported rupture. The device has been explanted.